Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the appearance of the staples? (B-formation, irregular, legs straight)? Were staples missing or not visible after being deployed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
Event: in gastric sleeve surgery when performing the first shot in the antrum of the stomach with echelon flex 60mm (new) with green reload, it was noticed that the line of staples after the shot was opened; the refills were changed and it worked perfectly on next shots. The surgeon used another additional recharge and reinforced the line of staple with prolene suture.